Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6) 2018 due to gastrointestinal bleeding (gi). The patient presented with hemoglobin (hgb) of 6.6 g/dl, hematocrit (hct) 22% and feeling fatigued and weak. The patient was transfused with 1 unit of packed red blood cells (prbc) as an outpatient. On (B)(6) 2018 labs were re-drawn and the patient¿s hgb came back at 6.0 g/dl and hct at 19.7 %. The patient was transfused with 2 unit of packed red blood cells (prbc) on (B)(6) 2018 as an outpatient, however the patient complained not feeling well and complains of bloating and shortness of breath. The patient received diuretics in between blood transfusions. On (B)(6) 2018, the patient was admitted to the hospital due to volume overload and shortness of breath. The doctor believes volume overload was caused by blood transfusion. Occult blood stool was positive and per nurse had two melanotic stools over the last 24 hrs. The patient¿s hgb and hct remain stable despite positive results. The patient is currently on proton pump inhibitors (ppis). No additional information provided.

Manufacturer narrative:
Additional information: weight provided by account a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, the submitted system controller log files appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.